Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited a remote monitoring disabled (rmd) alert. Technical services (ts) reviewed the available device information and confirmed the device was included in the recent advisory population. Ts noted a prior voltage alert indicating high battery impedance and submitted the case for engineering analysis. Engineering review determined the event was highly likely a true positive rf disablement related to high battery impedance, and device replacement was recommended. No adverse patient effects were reported. This crt-p remains in service.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited a remote monitoring disabled (rmd) alert. Technical services (ts) reviewed the available device information and confirmed the device was included in the recent advisory population. Ts noted a prior voltage alert indicating high battery impedance and submitted the case for engineering analysis. Engineering review determined the event was highly likely a true positive rf disablement related to high battery impedance, and device replacement was recommended. No adverse patient effects were reported. This crt-p remains in service.additional information was received that confirmed this device recorded an alert for a code 1003 indicative of battery voltage too low for projected remaining capacity and disabled radio frequency (rf) telemetry. Device replacement was recommended. No adverse patient effects were reported. This crt-p remains in service.

Manufacturer narrative:
Follow up report 2 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.